Event description:
Received information stating patient had high bg's (300 mg/dl) and ketones. The patient was given manual injections of insulin to resolve the reported issue.

Manufacturer narrative:
No product has been returned for evaluation. As per customer, no further assistance is required. Should new information become available a follow up MDR will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.